Event description:
It was reported that during the implant attempt there was lead placement difficulty. After multiple positions and with the helix fully extended under x-ray, the lead continuously fell out of position. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however, the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed.